Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient can never fully charge the ins and an only charge ins up to 75%. Caller said the doctor checked the implant and told patient the implant never gets fully charged. Recharging icons were reviewed that recharger appeared to be functioning properly and that the ins charge complete screen only shows up briefly and then can go back to the ins charging screen again when the ins is fully charge. Caller said the patient's ins charge gets half used up in a day so she charges patient every day for about 30-40 minutes and gets good coupling. Caller said she tried charging for an hour one time and didn't see the charge complete screen. It was reviewed for the caller to charge a little extra to see if they can get the recharge complete screen. The caller didn't suspect an issue and was just calling for info on how to charge operates to see if it was an issue. No symptoms were reported. No further complications were reported or anticipated.